Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter reads inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the evening on (B)(6) 2013. At an unspecified date/time the patient reportedly obtained blood glucose readings of ¿351mg/dl¿ with the subject meter and ¿274mg/dl¿ with the onetouch ultramini meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin (no adjustments). The patient¿s testing frequency is not known and it is not clear how often patient administers her insulin. In response to the alleged meter issue, the patient reportedly consumed less food/drink (date/time unknown). According to the csr¿s documentation, on the morning of (B)(6) 2013, the patient reportedly developed hypoglycemic symptoms (specifying hunger, could not speak, or open her mouth). The patient, however, denied receiving any form of treatment after the alleged issue occurred. The patient¿s blood glucose reading prior to the onset and/or during her symptoms is not known, it is not specified if the patient tested her blood glucose with a secondary/ back up device, and it is not clear when the patient¿s reported symptoms abated. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.